Event description:
It was reported "carelink was triggered at 0942" on (B)(6) 2010 and the transmission time was 0943 that day. The nurse reported she had been on carelink most of that day, logged out at 1530, got the phone message regarding carelink alert, and when logged back into carelink, this transmission was there. There is a question regarding the delay in transmission. It was reported the patient had died that day at home, though the estimated time of death was unknown to the reporter. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported "carelink was triggered at 0942" on (B)(6) 2010 and the transmission time was 0943 that day. The nurse reported she had been on carelink most of that day, logged out at 1530, got the phone message regarding carelink alert, and when logged back into carelink, this transmission was there. There is a question regarding the delay in transmission. It was reported the patient had died that day at home, though the estimated time of death was unknown to the reporter. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. Model number was made to reflect correct model as 2490c8 for device (B)(4).